Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 228 mg/dl, compared with the sensor glucose reading of 75 mg/dl. The threshold suspend limit was set to 80 mg/dl. The customer also noted that the insulin pump had alarmed calibration error as well. She stated that she would continue to sense. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.